Manufacturer narrative:
(B)(4). Retainer ring=black. Insulin pump passed self test and displacement test. No pump error 15 alarms noted during testing however, pump error 15 alarm (line number 442 file number 38) is found in the formatted history file due to moisture damage to pcb1 board and pcb2 as per global logic analysis (esf#3764385). The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked keypad overlay. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error twice. Customer did tests and insulin pump had passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.